Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with two sutures wound in the pack instead of one as indicated in product description. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. Taking into account that no other complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the rest of units of the affected batch are correct. Final conclusion: taking into account that the sample received does not fulfil product specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.

Event description:
The reporter indicated that two sutures were inside the single suture package. All other sutures from this lot have been used and did not have this problem. No other information has been provided.